Event description:
Recent pacemaker analyses have shown a rise in ventricular lead resistance & pacing threshold consistent with an electronic problem. No evidence of lead displacement. Pt was admitted for replacement of transvenous ventricular pacing electrode. Pt. Has an uncomplicated recovery & was discharged the next day.